Manufacturer narrative:
The fsr replaced performed release testing successfully. The fsr will return to replace the roller pump display once the ordered part has been received.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, some of the roller pump pixels were not illuminating making it difficult to read. The pump could still be controlled locally and with the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.